Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for malignant pain. It was reported that it seemed lately the stimulation was turning off by itself. The patient was meeting with someone soon to check their ins. No further complications reported.